Event description:
Drug/diluent: naropin 0.2%. Fill volume: 270 ml. Flow rate: 2ml. Procedure: lt let surgery. Cathplace femoral nerve. The bolus button would not refill, although continuous infusion at 2ml/hr was working. The pump was primed before use and the tubing was checked and found to be unclamped. There was no replacement pump in stock so the pt was sent back to the ward with the pump infusing at 2ml/hr, but with no bolus function. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. A review of the device history record was conducted, the product met all MFR and quality specifications prior to release.